Event description:
It was reported on (b)(6) 2026 that the patient¿s infusion set fell off due to insufficient stickiness in adhesive.

Manufacturer narrative:
E1: Patient City : (b)(6)Patient Country: United KingdomZip:(b)(6) Name: (b)(6)Country: United States of AmericaStreet: (b)(6) Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380